Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. Additional information provided by olympus (B)(4) limited confirmed the following: the front panel was damaged. The printed circuit board had failed. According to the repair history, the device was repaired once in the past year due to a malfunction that the device did not start up. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by the user using the device with the ventilation grilles blocked. Omsc concluded that the temperature sensor error e225 was detected because the blockage of the ventilation grilles made it difficult to exhaust heat inside the device and caused the internal temperature to rise. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the temperature sensor error e225 occurred. Error code e225 means that the temperature sensor of the video system center is damaged. This device is an olympus asset and there was no report of patient injury associated with the event.